Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 01-jun-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (3092403s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the microcatheter (different manufacturer) was in place and the 3mm x 8cm galaxy g3 (gly120308 / 3092403s) was delivered to the target site. The coil filled the aneurysm, and the physician attempted to detach the coil, but the coil was unable to detach. The physician retracted only the coil and replaced it with a new coil to complete the procedure using the same microcatheter. There was no report of any negative impact on the patient. On (B)(6) 2026, additional information was received. The information indicated that the procedure was targeting an aneurysm on the c6 segment of the left internal carotid artery (ica). Th coil was successfully removed from the patient; it was not stretched when it was removed, it was still on the delivery wire. A pre-deployment electrical check was performed. The fault light was not seen during the procedure. Upon pressing the power button, all lights illuminated. The green system ready light was also illuminated. During the detachment cycle, the detachment light illuminated and the audible signal beep was heard. All connections fit without application of excessive force. The replacement coil was another 3mm x 8cm galaxy g3 (gly120308). The information confirmed there was no negative patient impact. There was a 5-minute delay, but whether it was clinically significant or not was not indicated.